Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: we had another compromised tubing in sioux falls. This was a crack at the connector. Staff said when they connected the patient, the red connector seemed more loose than normal. When they connected the patient and started treatment, they had high arterial pressures. After adjusting the needle and issues didn't resolve, they saw the big crack in the connector.